Manufacturer narrative:
The eversense sensor was successfully removed during the second removal attempt on (B)(6) 2019.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the hcp was unable to explant the eversense sensor on the first attempt made on (B)(6) 2019. The sensor was successfully removed on second attempt made on (B)(6) 2019.